Event description:
In pre-operation, anesthesia tubing was noted to not be flowing. Anesthesia tubing would not flow. Piv patent with positive blood return. IV tubing replaced and ivf flowing freely. No reported patient harm and only ivf noted to be running, not anesthetic medication. Manufacturer response for anesthesia tubing, (brand not provided) (per site reporter).